Manufacturer narrative:
A ge representative evaluated the system and found the measurements to be in tolerance. System operates as intended. (B)(4).

Event description:
The customer reported the dosage measurement is outside of tolerance. No pt injury was reported.